Event description:
The patient came in for a post-op appointment at about 6 months from the medacta primary surgery and the surgeon observed that an implant is failing. Several infections reported during the recovery. There is no other information available at this time. Primary surgery of competitors. A revision has not been scheduled at this time. Medwatch (mw5166553) report was submitted to FDA by the patient. Description reported in the FDA report: recently had a second total knee revision on (B)(6) 2024 the recovery has been several infections only to find out (B)(6) 2025 by orthopedic doctor the part is failing (part name medecta.).

Manufacturer narrative:
Batch review performed on 06 march 2025: lot 2337255: (B)(4) items manufactured and released on 31-jan-2024. Expiration date: 2029-01-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Additional implants involved, batch review performed on 06 march 2025: gmk-spherika 02.07.1204r tibial tray fixed cemented size 4 r (k090988) lot 2346162: (B)(4) items manufactured and released on 09-april-2024. Expiration date: 2029-03-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12.e0410fr tibial insert fixed sphere flex size 4/10 mm r e-cross (k202022) lot 2402551: (B)(4) items manufactured and released on 12-march-2024. Expiration date: 2029-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Gmk-spherika 02.12.e003rp patella resurfacing size 3 e-cross (k202022) lot 2400500: (B)(4) items manufactured and released on 13-march-2024. Expiration date: 2029-02-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.